Event description:
It was reported that the images on the 6600 system had high contrast and brightness. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.